Event description:
A peritoneal dialysis (pd) pt reported fluid leaking from the set near the cycler during treatment. The pt was advised to discontinue using the cycler. The set was discarded. During follow up on (B)(6) 2014, the pt reported that her effluent had remained clear. She did not have any signs of infection. She was not prescribed any antibiotics. During additional follow up, the pt's pd nurse reported that the pt has not had further problems with her pd treatment and did not require medical intervention for this event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.